Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07895 & 2015-01216).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of implant loosening/migration, metallosis, pain, limp, swelling, tissue reaction, inflammation, scarring, damage to surrounding bone/tissue, lack of mobility, and impairment. Review of invoice history could not confirm surgery dates. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip resurfacing procedure on (B)(6) 2007 and a left hip revision on (B)(6) 2014 due to pain. Operative report noted the presence of serous inflammatory fluid, metallosis, and erosions in the acetabulum around the cup. The head and acetabular cup were removed and replaced with a competitor total hip.